Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/18/2017 that on (B)(6) 2017, the patient experienced a seizure. Patient's mother reported that at the time of event, patient was at home and the dexcom continuous glucose monitor (cgm) was alerting the patient. Patient's brother was also at home at the time. The cgm blood glucose (bg) value was "in the 60s." Patient's mother called patient to ask her to check her bg. Patient's finger stick (fs) was "in the 50s." Patient started to shake, then went down into a seizure. Patient's brother called 911. Paramedics arrived and took a fs reading which was 56 mg/dl. Patient was treated with glucose tablets, a piece of ham sandwich, and apple juice. Patient's next fs was 22 mg/dl. Patient was transported to hospital. The treatment patient received at hospital is unknown. Patient came home from hospital on (B)(6) 2017. There was no alleged device malfunction. At the time contact, patient is reported to be well, unstable walking, still a little confusion. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.